Manufacturer narrative:
There was no patient injury or harm involved in this case. The actual pump and IV set were tested on 8/12/2016. The user reported issue was not identified. The pump operated within specifications. Refer to the attached pump evaluation report for details. (B)(4).